Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawers were offline. A technical support specialist assisted the user to use the power button on the lower edge of the monitor and instructed to try pressing that for 3 seconds to power on. After rebooting the issue was resolved. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that in a pyxis medbank system the drawers were offline. The customer reported that this malfunction caused a delay. There were no adverse events or injuries reported based on this event.